Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 150 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called inquiring about hi reading. Informed customer if blood level is above 600 mg/dl meter will read hi. Reading was obtained last night and customer states she had not medicated as prescribed. This morning her reading was 200 mg/dl and reading obtained on call was 423 mg/dl non-fasting. Customer states she had eaten lunch within 30 minutes of call.